Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the discovered symptom of "door not fully latched" caused by a loose screw. The screw was adjusted during evaluation with the door performing as expected. The screw was replaced.

Event description:
It was reported that a pump door is hard to close with tubing loaded. It was also reported there was no patient involvement. During baxter's device evaluation, the device was found to be inoperable due to "door next fully latched" messages.